Event description:
It was reported to philips that the wireless footswitch was not working. The led was flashing red. The system was not in clinical use. There was not patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the wi-fi indicator on the footswitch was flashing red, the base station indicator was red and the battery indicator was green. Fse confirmed that the wireless footswitch controller was not working. Fse reset the wireless footswitch controller. After reset, the system was returned to use in good working. The codes were updated based on the investigation outcome.